Manufacturer narrative:
This is the first of two reports on an event involving the same patient. Refer to medwatch 9614392-2011-00042 for the second report. Method: no lot information, no lenses, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no clear indication that the device could have caused or contributed to the event. Conclusions: no conclusion can be drawn. This is being reported as a corneal ulcer treated with medication. We are reporting this because we cannot rule out that our product did not cause or contribute to the event as reported by the patient. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info.

Event description:
This is the first of two reports on an event involving the same patient. Refer to medwatch 9614392-2011-00042 for the second report. Patient e-mailed coopervision stating she purchased frequency 55 (methafilcon a) contact lenses from (B)(6) and developed ulcers in both eyes. Patient states she was told not to wear the lenses and was given a prescription for a different brand of contacts. Patient was using optifree cleaning solution and wearing the lenses on a daily wear basis. The patient was treated with tobradex and temporarily discontinued lens wear. The optician believes the cause was from over-wear and low oxygen permeability. The patient has fully recovered, there is no reduction in va and patient is wearing contact lenses.